Manufacturer narrative:
The field service engineer (fse) replaced the reagent probe. The fse found an issue with the water level in the cuvette and adjusted it. The service actions resolved the issue.

Manufacturer narrative:
The li reagent lot number was 64348801 with an expiration date of 30-jun-2024. A precision check was performed.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for cobas lithium (li) on a cobas c 503 analytical unit. The initial result on (B)(6) 2023 was 2.21 mmol/l. The night of (B)(6) 2023 qc was unacceptable. The li test was recalibrated and qc was repeated with acceptable results. On (B)(6) 2023 the sample was repeated with a result of 0.837 mmol/l. The sample was repeated with a result of 1.58 mmol/l. Due to the variation in results, the sample was sent to an external laboratory where the lithium result from an unknown method was 0.79 mmol/l. This result was believed to be correct. No questionable results were reported outside of the laboratory.